Event description:
Caller reported a malfunction on the pump that caused blood glucose level to rise to 415 mg/dl. To address blood glucose level, the customer took a corrective injection via mdi. Technical support assisted the caller with resetting the pump, and the issue did not recur after reset. Customer was informed to call back if any malfunction occurred again.